Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic whipple procedure, the surgeon was able to press the green button but the stapler was not able to fire and staple line was incomplete. The surgeon fired the reload the second time and the lights on the stapler all looked like it was good to go. When they pushed the blue fire button it made a sound like the knife blade began to advance for a couple millimeters but no staples were put down and then stopped on its own. The status indicator lights went from flashing green after they pushed the green safety button to solid green. Pushed the green safety button again, but that did not correct the problem. They backed the reload off and got a new stapler. The first time this happened they got a new reload and continued without incident. The second time it happened they switched to the robotic stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. Functionally the reload was loaded into a pmv instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.